Event description:
Medtronic received information that no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = clear customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2021. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. However, the insulin pump had a high active current measurement, sleep current measurement and the pump remained powered on the after removing the test battery. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. There was "no" no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 05:46:00.000, (B)(6) 2021 05:48:00.000, (B)(6) 2021 05:56:55.000, 0(B)(6) 2021 06:11:42.000 and (B)(6) 2021 11:05:29.000 during basal delivery. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly noted. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. A test case was used with the original pcba 1, pcba 2, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. Device passed the sleep current measurement and active current measurement. After removing the test battery, the pump properly alarmed insert battery. No pump remained powered on anomaly noted. A high active current measurement, sleep current measurement and powered on anomaly without the battery installed were confirmed due to corrosion on the vibrator assembly and battery tube assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm and powered on anomaly without the battery installed were confirmed due to corrosion on the vibrator assembly and battery tube assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.